Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported that the sensor failed on a friday, and as far as the patient could remember, the message stated, ¿sensor failed¿, but she was not sure. It is unknown what the last continuous glucose monitor (cgm) reading was before the patient experienced the sensor failure. After the sensor failure the patient apparently was asleep for 2 days during the weekend and referred to this time as being passed out, having had loss of consciousness, and referred to waking up as coming out of ¿this seizure¿. The patient stated they were not able to wake her up during this time, but it is unsure if the patient was by herself during these days. On (B)(6) 2023 monday after the sensor failure the sensor seemed to have worked for a moment as the patient stated, ¿it showed up for a while and I thought the sensor was okay, but then it went back to not working again¿. An ambulance was called that monday morning by the mother and when the paramedics arrived the blood glucose reading was 30 mg/dl (no cgm reading available). The patient was treated with an intravenous treatment with dextrose and was given peanut butter crackers, a pulled chicken sandwich and gatorade. The patient recovered after treatment and was not brought to the hospital. The patient stated that the ambulance was called because she did not have a new sensor due to the sensor failure. At the time of the report the patient was doing okay but was having hyperglycemic symptoms. The patient did a fingerstick and the blood glucose was 325 mg/dl and self-treated with insulin but was not wearing a dexcom sensor at this moment. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.